Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the device history log was received. Review of the device history log from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the provided history log does confirm the reported errors. The reported errors are warnings to the user that the electrodes are not pre-connected (or are faulty). The device performed to specification by alerting the user of the pads related error. The device was still capabale of delivering therapy once the faulty electrodes were replaced by the user. The errors were cleared after the electrodes were changed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.